Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a unipolar lead low impedance warning on the right atrial (ra) lead two days post implant. It was further reported the atrial threshold measurements appear to be increasing. The lead remains in use. No patient complications have been reported as a result of this event.